Event description:
Related manufacturer reference number: 2017865-2022-16625. It was reported that the device exhibited intermittent atrial undersensing of atrial fibrillation (af) resulting in under reporting of af burden and competitive atrial pacing. No intervention was performed. The patient was stable with no adverse health consequences.